Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 130 was found on 11/21/2025 00:39:55.000 through 11/21/2025 09:40:03.000, with several alarms noted. File=121 line=602. Per software engineering log, the mfda alarm was generated due to strong magnetic field. Critical pump error 53 was also found on 11/21/2025 09:39:01.000. Line=418 file=32107. Critical pump error 2 was found on 11/21/2025 09:39:01.000. Line=1466 file=51. During rewind, unit displayed pump error 37. Unit failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 during rewind preventing further testing. Additionally, after restarting unit following pump error 37, unit then alarmed critical pump error (open book). Proceeded to cut unit open to perform deconstructive analysis. Corrosion was found on the motor home switch, causing pump error 37 during rewind. Due to moisture damage, isolate to motor and electronic assembly. The following cosmetic damages were noted: stained keypad overlay, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 130 were confirmed when pump error 130 alarms were found during download history review. Additionally, critical pump error 53 and critical pump error 2 were noted in adapt. Customer allegations of motor rewind anomaly were confirmed when pump error 37 was displayed during rewind test. Following the failed rewind test, unit then restarted and displayed critical pump error (open book). Rewind anomaly was caused by corrosion on the motor home switch. Isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) with the insulin pump continuously requesting rewinding but the rewind could not be performed. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and included confirming the inability to access the alarm history or status screen, and advising the customer to discontinue use and resume multiple daily injections (mdi) per medical guidance; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.